Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, and had issues with a bent cannula. Customer's blood glucose level at the time was unknown. Customer also reported blood glucose levels in the 400 mg/dl range. Troubleshooting occurred. Advised to monitor issues and call back if the problem persists.